Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration/dose/frequency via an implantable infusion pump for spinal pain. It was reported the patient had a dye study on (B)(6) 2016, and was having a "crazy" reaction. It was further stated that the patient recently went back to see the managing healthcare provider (hcp). The hcp was not happy with the drug concentration. The hcp felt it was too high. The hcp decreased the dose at the last refill because it was too high, and planned to change the drug the following week. Following the dye study, the patient was having a reaction from his legs down. Everything was tensing up. The patient was falling to the floor, and his legs were going straight out. The change in therapy/symptoms was considered sudden. The patient was brought to the hospital on the day of this report. The reporter requested a manufacturing representative be present at the hospital to help with pump interrogation. It was discussed that the emergency room (ER) could page a representative, but that they may need to engage the managing hcp as the only thing the representative could do is check the pump. Information was later received, that following a contrast x-ray on (B)(6) 2016, the patient could barely move an hour after leaving the clinic. The patient went to the store where he fell down and ended up in the ER. The patient experienced severe spasms and cramps from the waist down. The patient's blood pressure was in the 160s/120. The patient was sweating and thought he was having a "heart attack." The patient spent the night in the ho spital. It was noted the drug was changed on (B)(6) 2016, and the patient started to experience severe spasms and cramping again before the symptoms went away. It was noted the patient was on a high dose and concentration of dilaudid at the time of the event. The concentration was said to be "11.5," but it was unknown if that was mg/day. The hcp switched the medication on (B)(6) 2016 to morphine and fentanyl. The patient's concerns were being addressed by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (patient) reported his pump ran out a year and a half ago. The patient stated he fell over in the store, and his wife drove him to the ER. The patient stated they thought he was having a heart attack; they didn¿t know what happened. The patient stated, ¿the bridge bolus was not given¿. The patient stated what happened was that the hcp took everything out to make sure the catheter wasn¿t blocked and clean and then ¿sent me on my way¿. No further patient complications were reported.